Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact noticed smoke coming from the power cord of the modem and the outlet that the cycler and modem was plugged in to during step 7 of setup. The patient contact smelled burning and both the cycler and modem, which were plugged directly into a three pronged outlet, would no longer turn on. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The catch post hi-pot test passed. A post accelerated stress test (ast) 2 hour 15 min 8500 ml treatment was perform and passed. There were no indications of burning smell or smoke emanating from the cycler during the treatment test. The cycler underwent and passed a voltage check and current leakage test. An internal visual inspection was performed successfully with no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.